Event description:
Allegedly, a revision surgery was performed due to loosening. Inserted implant: eis4p17l evolution® mp cs insert size 4 plus 17mm left . (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
Section h.6 change code medical device problem for 2907.